Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: 55312203. Cat. No.: 6276-7-019, mod con dist stem 19 x 155 mm, lot code: caxtd1hd . Cat. No.: 6276-1-123, 23mm mod rev hip bdy/blt +10mm component level 9006-1-123, lot code: 54268802. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Procedure: irrigation and debridement for suspected infection. Patient had primary tha performed (B)(6) 2010: dr. (B)(6) performed revision surgery on (B)(6) 2016 to replace a stem that was loosening. Patient had continued draining following this procedure and dr. (B)(6) took the patient back to the operating room (or) for an I&d on (B)(6) 2016. The liner and head were also replaced during this procedure.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for inspection. -medical records received and evaluation: not performed as no medical records were not provided. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Procedure: irrigation and debridement for suspected infection. Patient had primary tha performed (B)(6) 2010: dr. (B)(6) performed revision surgery on (B)(6) 2016 to replace a stem that was loosening. Patient had continued draining following this procedure and dr. (B)(6) took the patient back to the operating room (or) for an I&d on (B)(6) 2016. The liner and head were also replaced during this procedure.